Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.

Event description:
It was reported that the unit had a ventilator failure during a case. There was no patient injury reported.

Manufacturer narrative:
On the date of event, the dispatched fse could verify the reported ventilator failure upon related test of the replaced ventilator asm in the test device. The reported vent fail could be confirmed. The manufacturer investigation was based on the log file and testing of the replaced part in the laboratory. The entries v043 motor lim stop and v041 motor stalled were found in the log file on the date of event indicating excessive piston motor current. The codes indicate that the ventilator failure was related to an intermittent stalling of the motor. The described malfunction was duplicated in the laboratory device. After a short period of time auto ventilation was not possible. The motor speed is being monitored continuously; speed fluctuations caused e.g. By a wear-and-tear related abrasion of the collector disc and resulting intermittent electrical contact interruptions will result in a deviation between measured and expected piston position. To prevent from damages the system is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm. Manual ventilation and the monitoring functions remain available to the full extent. The entire motor unit was replaced onsite, the workstation passed all consecutive tests and was returned to use. The repair exchange of the motor unit has fully solved the device problem. Dräger finally concludes that the device behaved as specified upon the malfunction of a single component; no patient consequences have been reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the unit had a ventilator failure during a case. There was no patient injury reported.